Manufacturer narrative:
The adu serial cable (cable between electronic module and ventilator) was tightened to correct the ventilation failure.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the ventilator failure. There was no reported patient involvement or injury.